Event description:
It was reported by the patient's legal counsel that the patient received a tka on their left knee on (B)(6), 2007. Her surgeon advised her that her knee is coming apart and would require revision surgery. At this time no surgery has been scheduled.

Manufacturer narrative:
A review of the implant's mfg record indicates that it was manufactured to specification. Based on the info available, the root cause of the event cannot be determined. Should add'l info be obtained to further this investigation, this report shall be updated.